Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced an enterocutaneous fistula, infection of the mesh, four draining sinus tracts, mesh migration, and mesh exposure. Treatment required includes surgical revision of the mesh, removal of the mesh, an exploratory surgery, and multiple wound debridements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced an enterocutaneous fistula, infection of the mesh, four draining sinus tracts, mesh migration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and mesh exposure. Treatment required includes surgical revision of the mesh, removal of the mesh, an exploratory surgery, and multiple wound debridements.